Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The customer¿s blood glucose level was 369 mg/dl. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. Reasons why customer alleged insulin pump was under delivering because the blood glucose came down with manual injection. Customer stated that the drive support cap appears normal. Customer reports insulin exited at the quick release. The device will be returned for analysis.